Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: no product was returned however the pumps operators manual indicates that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. No product returned. Most probable cause due to improper user interaction with the product a device history record review could not be performed in that no specific product was identified. No serial number was provided.

Manufacturer narrative:
Other, other text: a2: age at time of event: updated with additional information received. A3: sex: updated with additional information received. B5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: no sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: g3: correction: report source if other: mw5112659.

Event description:
Additional information was received by the manufacturer on 26-oct-2022 via email and attached to the complaint object. Patient details were updated.

Event description:
It was reported that the pump exhibited a no disposable/no cassette error approximately every six hours or so the last day or two. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI and PMA/510 kare unknown. No product information has been provided to date. Lot/serial# not provided. Operator of device is unknown.